Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient was having an MRI. Per the hcp they were looking for a granuloma or scar tissue at the catheter tip at the t12 level. It was unknown if there were any symptoms but the hcp thought they had been suspecting a granuloma for the past 2 weeks. Additional information has been requested, but had not been received as of the date of this report.